Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found blower motor seal, top and bottom of the blower motor, and blower box had many pieces of degraded sound abatement foam. The manufacturer also found black particle contamination on the underside of the blower box and on the front panel, unknown white and brown dust-like contamination at the air inlet of the blower box and on top of the blower motor and the blower box lid, black potential hair/fibers on the top enclosure, front panel and rear panel, unknown orange particles and potential black hair/fibers on the bottom enclosure, white dust-like contamination and black unknown hair/fiber on the blower box, black contamination which is consistent with keratin is present at the air outlet of the blower box. The manufacturer found evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no instance of error. The manufacturer concludes there was evidence of multiple contamination observed on the device. The manufacturer confirmed there was evidence of sound abatement foam degradation.